Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Report of a case from literature. Literature ref: aladily et al. (2012), case 12. Lead author: tariq aladily. This case is from (B)(6). Cause of death: mediastinal mass, post-obstructive pneumonia.